Manufacturer narrative:
Compromised force sensor system alarm was not verified due to motor error alarm. The insulin pump alarmed motor error during rewind due to corroded motor home switch. Displacement test, rewind, basic occlusion test, and prime test were note performed due to motor error. The device had battery tube threads cracked, cracked reservoir tube lip, broken belt clip slot, minor scratched lcd window, cracked case at display window corner, scratched reservoir tube window, stained end cap sticker, and loose drive support disk.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer stated that during the fill tubing action, the pump spattered insulin and numbers did not appear on the screen. After pushing the act button, the customer stated that he got an alarm. Customer was asked to stop using the pump. Customer received a replacement pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.